Manufacturer narrative:
The reported event of the status light of a battery charger flashing red when connected to the returned battery, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharged below the 25% rsoc threshold. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination due to a high max error, indicative of a unit that is out of calibration. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Batteries that have high max error will cause the status light of a battery charger to flash red when they are connected. The most likely root cause of the reported event can be attributed to a battery that is out of calibration, most likely due to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the battery was unable to recharge. The led's on every port of the battery charger was red while charging this battery. The battery charger was functioning appropriately. The battery was exchanged without consequence to the patient. No further information was provided.